Event description:
It was reported that the power module housing was damaged, the band vents were weathered, the battery was short dated, and during battery discharge test an error occurred.

Manufacturer narrative:
There was no patient involved in this event. The PMA/510k# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damaged housing, worn rubber vents, and a power module battery error was confirmed. The power module (serial number: (B)(4)) was returned to the european distribution center (edc) and damaged to the top and bottom housings and worn rubber vents was observed. The power module was functionally tested and a red battery and yellow wrench alarm activated during the battery discharge test. It was noted that the battery was due to expire on 28feb2023. The top cover, bottom cover, 4 rubber vent bands, battery, and main printed circuit board (pcb) were replaced. A full functional checkout was then performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) (rev. G) section 7 "alarms and troubleshooting" section 7 ¿alarms and troubleshooting¿ cover all power module alarms, including the yellow wrench and red battery alarms, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) (rev. G) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.